Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were received on 10/22/2010. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported eight pts experiencing a refractive surprise following intraocular lens (iol) implant surgery. Medical records were received which indicated that at the one week postoperative visit, the pt reported eye felt dry, gritty, and irritated. Additional info has been requested. There are ten medical device reports associated with this event. This report is for the sixth pt.